Event description:
Device report received from (B)(4) hospital in (B)(4) indicates during drilling the drill bit bent and approximately 2mm of the tip broke and was retained within the bone and enclosed by the plate. At this time, the surgeon plans to remove the drill bit when he removed the plate after fracture is healed.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Subject device has not been returned for investigation.